Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and priming tests. The insulin pump was received with stuck in motor error alarm loop during bolus/ basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The battery out limit alarm was unable to be verified due to motor error alarm. The insulin pump had cracked display window corner, scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 486 mg/dl. Customer treated their high blood glucose with manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they were able to rewind the insulin pump. Customer advised the motor error alarm occurred during bolus delivery. The displacement test and self-test were both performed and passed. Customer advised the motor error alarm did not occur during the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.